Manufacturer narrative:
Analysis of the desktop charger ((B)(4)) found that the connector pins on the cable assembly were broken. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the patient received the replacement part, and they were able to charge the recharger, but the recharger was not connecting with the ins. The rep reported that the patient's programmer and the clinician programmer also would not connect to the ins. The rep reported that the patient was very thin and so it was expected that the devices should be able to connect. The caller reported that it was unknown how long the cable was broken or how long it had been since the patient recharged. The rep indicated that the patient had gone into the office multiple times and the ins had been off and not charged but not overdischarged. The caller reported that the patient was hard to understand, was confused and had cognition issues, which may have been a factor in causing the ins to be overdischarged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37754, serial# (B)(4), product type recharger. Information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Fdd (B)(4) applies to the ins. Fdds (B)(4) apply to the desktop charger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremors. It was reported the connector pin for the charging system "stapped" off and the patient failed to charge device. The charger wire was broken and couldn't charge the device. It then turned itself off upon depletion of it's charge. No contributing factors were noted. They tried interrogating with the patient programmer, but the device was off. No patient symptoms or further complications were reported as a result of this event. Additional information was received. It was reported the connector pin had broken off inside the insr (recharger), the caretaker retrieved it out. It was also noted the patient has severe parkinson's and doesn't think patient services could understand them patient over the phone. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep. It was speculated the connector pin broke sometime in (B)(6). The charger was not charging because the connector pin was broken therefore, the charger had no power to perform the charge and in turn the battery was not being charged. The patient was sent a new power cord with a good connector pin and the patient was able to charge the charger and charge their device and then turn it on to resume therapy successfully on (B)(6) 2018. The physician is aware of the cognitive difficulty with this patient and the patient has been instructed on how to resume charging duties with the aid of a caregiver moving forward. The patient nor the physician were willing to disclose the patient weight. Additional information was received from the hcp via the rep. It was determined the issue was fully resolved on (B)(6) 2018. No further complications were anticipated as a result of this event.